Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal right coronary artery, exhibiting 88% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated using a medtronic device. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent was sent to the lesion, but the stent could not pass through the lesion and strut damage occurred. The stent was pulled back. It was reported that the physician believes that the event occurred due to use of the device in difficult lesion morphology/anatomy. Event was completed using a medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon correctly at the proximal markerband but was not positioned correctly at the distal markerband. The stent had moved distally over the distal markerband. Deformation was evident from the 1st to the 4th distal stent wraps with struts raised, bunched and stretched. No deformation was evident to the distal tip. A kink was evident on the distal shaft 5.6cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.